Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered a malfunction of the wash station. He noticed a wash station probe was creating bubbles. He replaced the probe, cleaned the vacuum, and ran hot water through two solenoid valves. Due to service, the customer has not experienced any further issues. The investigation stated the wash station probe was aspirating rinse water used to clean the cuvettes after removing the reaction solution. Any dripped liquid from this nozzle into a passing cuvette could randomly dilute the reaction. The impact on the results depends on the affected assay type and how it is measured. Thus this could increase and decrease the measured result. The investigation determined the field service actions resolved the issue.

Event description:
The initial reporter received questionable non reproducible ca2 calcium gen.2 results for one patient tested on a cobas 8000 c (701) module. The initial result was not reported outside the laboratory. The sample was repeated for confirmation. The patient¿s initial calcium result was 1.90 mmol/l, and the repeat result was 2.46 mmol/l. Calcium reagent lot number and expiration date were requested but not provided.